Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and error log confirmation and reproducible could not be confirmed. The screen was cleaned and it was confirmed that there were no malfunctions on the screen during running. Fse monitor the situation. It is working fine. Only for operational confirmation, no parts etc. Used. The issue had happened during cardiac catheterization (the machine is being prepared for insertion). The patient is not yet being treated before the balloon catheter is inserted.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while preparing for treatment (before inserting the balloon catheter), the cardiosave intra-aortic balloon pump (iabp) unit catheter expanded automatically (entered the start state automatically) .around 9:20 on (B)(6), 2024, the balloon catheter was connected to the device and left on standby (standby time was about 10 minutes), and automatic filling started even though the start button was not touched. Since the balloon had expanded and could no longer be inserted, a different balloon catheter was prepared and the device was changed to another device due to concerns about its operation.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during cardiac catheterization, while preparing for treatment (before inserting the balloon catheter), the cardiosave intra-aortic balloon pump (iabp) unit catheter expanded automatically (entered the start state automatically) .around 9:20 on (B)(6) 2024, the balloon catheter was connected to the device and left on standby (standby time was about 10 minutes), and automatic filling started even though the start button was not touched. Since the balloon had expanded and could no longer be inserted, a different balloon catheter was prepared and the device was changed to another device due to concerns about its operation. There was no reported harm or injury.